Event description:
It was reported that the explanted right ventricular (rv) lead exhibited intermittent loss of capture and decreased sensing. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.